Event description:
It was reported that during a hip replacement surgery at the healthcare facility, the inclination appeared to be inaccurate on the navigation system by 10 to 15 degrees. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a hip replacement surgery at the healthcare facility, the inclination appeared to be inaccurate on the navigation system by 10 to 15 degrees. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the event evaluation, the reported failure could not be confirmed, however, the position of the cup inserter and the curvature and grooves of the handle were determined to be a potential cause of the reported event. The device was not received, however images were available.